Event description:
During deployment of a 29mm sapien 3 valve, the delivery system balloon burst. The valve was fully deployed without additional treatment required; there was no consequence to the patient.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. The delivery system was visually inspected for any abnormalities after decontamination. The following was observed: the longitudinal balloon burst was confirmed. A radial tear in the proximal end of the balloon was identified, which appears to have propagated from the longitudinal tear. No indication of manufacturing defects. Due to the condition of the returned device (torn balloon), no functional testing was able to be conducted. Measurements were taken on the inflation balloon along the longitudinal tear to ensure that the single wall thickness of the material was within specification. All measurements met specifications. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Based on the returned condition of the device, the reported balloon burst was confirmed; however no indication of a potential manufacturing non-conformance was identified. Per the complaint description, the clinician suspected that a moderately calcified annulus contributed to the failure mode. Based upon the reported calcification, it is suspected that in this case the event was likely due to patient factors (calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.